Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5568, implantable pacing leads x 2; 4196, implantable pacing lead, (B)(6) 2010; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The right ventricular pace/sense lead was also noted to have increased threshold. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.